Event description:
It was reported by the manufacturer representative (rep) that contact 0 in monopolar showed investigate >5k. The patient's daughter stated they were aware and knew that one contact had been like that for ¿a long time¿ (the date was unknown by the patient¿s representative). The patient's representative said the doctor was aware as well. The patient had routine battery replacement, and after the replacement, contact 0 remains >5k investigate on impedance check. Before replacement, the impedance on contact 0 was high. The patient¿s daughter didn¿t know the cause. It was unknown whether any external factors may have led or contributed to the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (lot: va1ae6y); product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the impedance issue had been going on since ¿at least (B)(6) 2020¿ on the left sided system with them last being documented as normal in (B)(6) of 2016. The cause of the impedance issue wasn¿t determined with the issue remaining on contact 0 even after replacement.